Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the ER because their heart rate was low. It was discovered that there was post paced t-wave oversensing on the patient's implantable cardioverter defibrillator which caused a delay in pacing. The device was reprogrammed to address the oversensing. The patient was in stable condition and will continue to be monitored.